Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture unknown baker grade. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel smooth mod + prof xtra 325cc, silicone breast implants which the right side ruptured, and bilateral capsular contracture (unknown baker grade after implantation. The issue of rupture was confirmed by the physician via MRI examination. As a result, patient had the right implant replaced with cat#: smpx350, sn#:(B)(4) on (B)(6) 2020, and patient had left breast capsulotomy and capsulorraphy. This report belongs to the left prosthesis.